Event description:
It is reported that the device was implanted in 2004. The following year, the patient presented with femoral pain at the proximal femoral cables. Pain resolved without further surgical intervention.

Manufacturer narrative:
Evaluation summary: the device was in vivo for approximately 10 months before the alleged event occurred. The event was resolved without surgical intervention 2 months succeeding the initial report of the event. Surgery notes, x-rays images post-surgery and from successive patient visits are unavailable. The mating femoral head and acetabular shell and liner components used are unknown. It is unknown if the femoral stem was implanted in the correct orientation and with the correct fit. The instrument used during surgery are unknown. It is unknown if the wire was used due to femoral fracture or to prevent femoral fracture. The femoral pain can be due to one or a combination of the following mechanisms: femoral fracture during implantation, femoral stem rotational misalignment within reamed canal, smaller femoral stem size than necessary for the patient, soft tissue impingement/rubbing on wires, extent of soft tissue tension, rehabilitation treatment plan and compliance, physical adaptation to implant. Cause cannot be definitively determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.